Event description:
The patient had an echocardiogram performed on (B)(4) 2021 which was negative for concerns of thrombus. The patient's lactase dehydrogenase (ldh) levels remained stable in the low 200's, their plasma free hemoglobin remained stable as well. The heparin drip the patient was started on was just a precaution as a bridge for subtherapeutic international normalized ratio (inr).

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, addresses all pump parameters including pump speed, power, flow, and pi. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Under ¿pulsatility index (pi)¿, this section explains: ¿the pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle).¿ section 6, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Review of the submitted log file confirmed a minor, transient elevation in pump power and estimated flow; however, a specific cause for this event could not be conclusively determined through this evaluation. The submitted log file contained data captured from (B)(6) 2021 and recorded a minor, transient elevation in pump power and estimated flow on (B)(6) 2021. Average pi was within the patient's baseline at the time of this elevation. Multiple pi events were captured within the file; however, no notable alarms were identified. Pump speed remained above the low speed limit throughout the file, and the system appeared to function as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information to the manufacturer's investigation conclusion: the relevant sections of the device history records for vad-62036 were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a spike in flow and power noted overnight. The ventricular assist device (vad) flow reading was 9-10 lpm, the normal being around 5 lpm, and power increased to 7.4 w, which was normally around 5 w. At the time of the incident the patient was sitting up in bed and feeling okay. The patient was then sitting in a chair and denied having any symptoms. The patient's mean arterial pressure (map) was 66 and they were stable. An IV of heparin was started. The cause of the power spike was unable to be identified. The vad parameters returned to baseline and the patient was discharged home.